Manufacturer narrative:
The reported device, used in treatment, was returned to the designated complaint station for independent evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional evaluation revealed that the device did not switch to live video, the color bars were displayed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, includes internal damage to the cord or connector. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during surgery the camerahead was not working. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. No further information is available. Results of investigation have concluded that this unit did not switch to live video. No live video may cause or contribute to the use of an alternative treatment which is considered a surgical or medical intervention. This makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.